Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was observed. Reprogramming was recommended and further information was requested and has not yet been received. The patient was in stable conditions.

Event description:
Additional information was received indicating that the suggested reprogramming was performed and resulted in incorrect detection of oversensing as atrial fibrillation. There were no adverse consequences and the patient was in stable condition.